Manufacturer narrative:
Insulation and conductor damage was found at 29.0-30.0cm from the distal tip, consistent with clavicle crush damage. The etfe coating and the conductor and inner coil were exposed at this location. This is consistent with the observation from the field of noise.

Event description:
New information received states the lead was capped and replaced. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an alert from remote merlin revealed noise on the ventricular and discrimination channel. The noise was not suspected to be related to electromagnetic interference. The patient was scheduled for lead replacement. No further information is available.